Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip pinnacle acetabular cup; aml sm stature 10.5mm hip femoral stem.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle mom hip implant on her right side. The implant has caused metal ions and particles to be released into her blood, tissue, and bone surrounding the implant. She has also been experiencing severe pain, discomfort and inflammation in her right thigh and groin, as well as a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery. Doi: (B)(6) 2007 - dor: unk (right side). Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegations. Added patient's dob and updated patient's initials. Updated the unknown ip to head and added the details. Added liner and stem due to the alleged elevated metal ions. Corrected the implant date. Doi: (B)(6) 2007 - dor: none reported (right hip).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.